Manufacturer narrative:
(B)(4). No samples were received for evaluation. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation for the involved tube and urine transfer devices revealed no deviations in association with the reported error. The complaint is closed as cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). The complaint investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Customer states one of their facilities has reported concerns regarding the urine transfer device, specifically related to unacceptable urine culture results associated with a particular batch of vacuettes. Multiple members of the nursing staff have noted these issues.